Event description:
It was reported that: "clinician placed the triple lumen catheter on 8/4. Per nursing, the pigtail does not work when multiple drips are running at the same time at higher rates. It seems the pigtail functions if the pressors in total are running at a rate lesser than 125ml combined. When running at higher rates, the pumps alarm "occluded" and the pressers are not able to run. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "clinician placed the triple lumen catheter on (B)(6). Per nursing, the pigtail does not work when multiple drips are running at the same time at higher rates. It seems the pigtail functions if the pressors in total are running at a rate lesser than 125ml combined. When running at higher rates, the pumps alarm "occluded" and the pressers are not able to run. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported."